Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the user was unable to access the web application. A technical support specialist found that the customer was using a link to a decommissioned all in one server. The technical support specialist provided the customer with the correct uniform recourse locator to the new application server. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that, when using the bd pyxis¿ es server, user was unable to access the web application. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delays or adverse events or injuries reported based on this event.